Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro fine plus¿ insulin pen needle was short. This was discovered during use. The following information was provided by the initial reporter: the needle pe was short.

Event description:
It was reported that bd micro fine plus¿ insulin pen needle was short. This was discovered during use. The following information was provided by the initial reporter: the needle pe was short.

Manufacturer narrative:
H.6. Investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from and unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and photos and a broken patient end of cannula was observed. No shield was returned and no indentation marks were observed on the hub. No DHR review can be carried out as lot number is unknown. Conclusion: as the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see section h.10